Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's shoulder arthroplasty was revised due to posterior instability issues.

Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. Device history review of liner and glenosphere shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. This device is used for treatment. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combination for both liner and glenosphere. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.